Event description:
User reported 4 false positive results. Negative by pcr. This is report 4 of 4.

Event description:
User reported 4 false positive results. Negative by pcr. This is report 4 of 4.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-02911, 12, 01926: tests 1, 2, 3 of 4). Relates to mw5104957.